Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A log review was performed for the fbf instrument reported in this complaint (pn: 420205-15/n10190902 457) and the following was found: the instrument was last used on (B)(6) 2020 during a low anterior resection on system (B)(4). The fbf instrument was used on its first life/usage of 10 for this procedure and not used for any following procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument broke and a fragment fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the customer had two issues with a fbf during the same procedure. First instrument broke inside of the patient's anatomy and then another backup instrument was not recognized (reference pr (B)(4)). They completed the procedure with a third instrument. The customer cannot provide more details. Additionally, isi followed up to obtain patient demographic information from the customer without success.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. A piece approximately 0.195" x 0.516" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the device evaluation results, this MDR is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for additional information.